Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) checked the station and found no hardware failures. Customer reported drawer and all cubic pockets showing read/write errors; diagnostics were run, the system was shut down, row-board cables were reseated, and the unit was rebooted. After reboot, all functions tested good and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.